Manufacturer narrative:
An employee had placed a cup into the system 1 for a processing cycle and was not aware that the incorrect sterilant had been inserted. The top of the s40 carton states, "for use only in the system 1e processor".steris offered in-service training on the proper use of s40 sterilant however, the user facility declined.

Event description:
No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that s40 was inadvertently used in a system 1 unit. An endoscope was processed with s40 and was used in a patient procedure.